Manufacturer narrative:
Initial and final MDR (B)(4). Device 7 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced blockage at the site on (B)(6) 2026. This issue caused the patients blood glucose level to exceed 500mg/dl and the patient was treated with a correction bolus. No further information is available.